Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. The lead will not be returned. A new lead was implanted. No adverse patient effects were reported. Additional information received from the field indicating that this tachy lead was not successfully implanted due to patient anatomy. Hence, this event is deemed non-reportable.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. The lead will not be returned. A new lead was implanted. No adverse patient effects were reported. Additional information received from the field indicating that this tachy lead was not successfully implanted due to patient anatomy.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this tachy lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.